Event description:
Additional information was received from a patient representative (con) stated that they received the replacement handset they had "nothing but problems" with the handset and it would not power on at all. The agent had the rep try multiple charging cables and caller stated it still will not power on/showing indication of charging. The agent transferred to hcit. The rep repeated information regarding lagging at 90% when trying to deliver a bolus. The agent reviewed with the rep that we have a solution for that issue now and that if they encounter it again, they can call back and we can show them how to clear the data. Additional information was received from a patient representative (con) stated that they need tracking information for the handset. The agent reviewed due to the shortage the handsets were not delivered on friday. The agent reviewed will provide update once shipment sent.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine and baclofen via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. The patient¿s representative reported that the communicator was not taking a charge or holding a charge since this year; the handset got stuck at 90% and took a couple minutes to connect to the pump; the patient got frustrated when the bolus took a long time because they were in pain; and that the handset falls out of the wallet case. The agent confirmed that the patient was allowed 8 boluses a day. The agent reviewed device function and recommended that the caller close out of all running applications on the handset. A replacement communicator and wallet case were requested from the repair department. No patient injury reported.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: m977041a001, serial# unknown. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.